Event description:
Per the audiologist, the patient presented at the clinic in 2007, reporting intermittent pain over the site of the cochlear implant. The pain decreases when the processor is turned off, even if the external coil is left in place. A CT scan was done in one month earlier, with no conclusive results. Results of an integrity test done the next month were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor program. A repeat integrity test will be done in six months. The following month, the audiologist informed cochlear the patient will undergo an exploratory surgery (date not provided) of the implant site. The patient will be monitored and information will be provided as it becomes available.

Manufacturer narrative:
.